Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted customer with resetting pump to clear the alarm. Customer may continue to use pump for insulin therapy.